Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and cerebrovascular events in 2010, 2011 and 2012; and subsequently, expiring on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of multiple events reported and associated with medwatch mdrs# 1225714-2013-00535, 1225714-2013-00536,1225714-2013-00537, 1225714-2013-00538, 1225714-2013-00539, 1225714-2013-00540 and 1225714-2013-00541.